Event description:
When hooking up the oxygen, after the humidifier was attached, water entered the nasal cannula. The water bottle was changed, and the same situation occurred a second time. Pt's o2 saturation by pulse oximeter dropped. Staff reports that this has occurred multiple times with this product.